Event description:
Patient reported right side "burst". Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: deflation: observed crack on the fill channel assessed as cracked valve seat diaphragm valve additional observations: observed creases on the device. White particles observed inner the device. No further actions are required since no manufacturing issue is observed.

Event description:
Device has been explanted.

Event description:
Patient reported right side "burst". Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.